Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2009-05940 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a liver rfa (radiofrequency ablation) procedure performed in 2009. According to the complainant, while ablating, a burn occurred at the puncture site. When the electrode was removed, damage was identified to the introducer. The site indicated that a metal needle guide was being used with the electrode. The procedure was successfully completed with the same rf 3000 radiofrequency generator and another leveen coaccess introducer set. The burn was treated with the application of ointment and the patient's current condition was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.